Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic with bradycardia. Upon interrogation, the right ventricular lead exhibited high impedance. The device was reprogrammed. The patient was fine and would continue to be monitored.